Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported event could not be conclusively determined.

Event description:
It was reported the patient's device displayed a message indicating the device was approaching end of life. As a result, surgical intervention was undertaken wherein the device was explanted and replaced. It is unknown what message was seen by the patient and the patient did not lose therapy prior to the replacement.